Event description:
It was reported that the device showed out of range impedances 6 times since (B)(6) 2011. The measurements were low on the trend line. Subsequent review of the episodes showed noise. Sensing has also diminished. It was later reported that the patient developed cellulitis, unrelated to the pocket site. Hence, lead replacement was postponed until it resolves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an internal abrasion with externalized conductor at 11.4cm to 12.2cm from the end of the tip electrode. Other damages found were sustained during the surgical procedure.